Event description:
The customer reported that while the unit was in use on a pt, blood entered the unit and the unit audibly alarmed and displayed "leak in iab circuit" alarm message. The pt was switched to another unit and therapy was continued. No pt injury was reported.